Event description:
It was reported that prior to the procedure the package was allegedly damaged. It was further reported that the device was allegedly unsterile . There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned, 3 electronic photos were provided for review. Photo 1 shows a portion of a lutonix 035 outer packaging box. The corner of the box appears to be damaged, appearing crushed and beginning to rip. The outer box seal appears to be intact. The device and inner packaging cannot be visualized in the photo. Photo 2 shows a the product labeling with the lot number and catalog number matching the reported information. Photo 3 shows the outer packaging box appearing to be bulged. The top corner of the box can be seen to be damaged. Based on the photo review, the damaging to the outer packaging can be confirmed. However, the reported sterility issues remains inconclusive, as the condition of the inner sterile barrier cannot be seen in the provided photos. Per the reported event details, the sterility was not confirmed as breached. However, the definitive root cause for the identified packaging issue and sterility issue could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023). The information provide by bd represents all the known information at this time.

Event description:
It was reported that prior to the procedure, the package allegedly damaged. It was further reported that sterile barrier allegedly breached. The product allegedly contaminated. There was no patient contact.